Event description:
It was reported that during a laparoscopic assisted hartman's reversal procedure, post fire, after removing the instrument, the leak test failed indicating that the anatamosis was compromised. The surgeon converted the procedure to open to over-sew the anastamosis, which increased the or time by one hour.